Event description:
It was reported that atrial and ventricular leads exhibited noise. The noise was reproducible with pocket manipulation. It was believed the noise started after generator replacement procedure which took place on (B)(6) 2017. It was noted that no further issues were observed during the 6 month follow up on (B)(6) 2017. No intervention was performed and the patient will continue to be monitored